Manufacturer narrative:
One photo was received by bd canaan and evaluated. A loose 3ml bd integra syringe from a reported batch #4147578 with needle attached was observed in the photo. The barrel collar where the needle hub attaches to the syringe was observed to be cracked. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Conclusion - without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate the customer¿s indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the tip of the 23 g x 1 in. Bd integra¿ 3 ml syringe with detachable needle was cracking, before use. There was no report of injury or medical intervention.